Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "slow leak from valve." Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "slow leak from valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on posterior side assessed as surgical damage, broken observed on posterior side assessed as surgical damage and missing shell assessed as inconclusive. Valve leak and/or damage: a cracked valve seat diaphragm valve was observed. Additional observations: wear abrasion observed. White particles observed inner the surface of the shell.